Event description:
New information received states that inappropriate automatic mode switching due to far field r wave oversensing was observed again. The device was reprogrammed. The patient condition was good.

Event description:
It was reported that patient presented in clinic for a routine follow up when a device showed inappropriate automatic mode switch episodes due to far r wave oversensing. Patient was asymptomatic. Reprogramming the device was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.